Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the physician stated that the device did not cut properly. On (B)(6) 2017, it was clarified that the issue occurred during surgery with no extension to the procedure. There was no harm or injury to the patient or operator and the surgery was not completed with another device. There was no medical intervention or additional surgical procedures required and the surgical technique for the product was utilized. On (B)(6) 2016 it was further clarified that the surgical technique for the device was utilized. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation (B)(4). The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2011 where it was reported that the device was not taking grafts and the damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, width plates, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on july 12, 2016 revealed minor nicks and scratches to the head, neck and housing of the hand piece. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The safety switch operated as intended. The thickness control lever operated as intended. The master blade, serial number (B)(4), was flush with the control bar. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer's hose and operated within motor speed specifications. There was no visible damage to the customer¿s hose. The 3 inch width plate showed signs of overtightening. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, swivel, poppet assembly and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. The reported event was non-verifiable since during initial inspection the technician could not duplicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, swivel, poppet assembly and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device did not cut properly during surgery. No delay or patient harm reported. No adverse events were reported as a result of this malfunction.